Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an event where the catheter was not positioned properly under the skin on (B)(6) 2025 which led to high blood glucose of 300 mg/dl. Patient used correction injection to address high blood glucose. No further information was available.